Event description:
When the neuron catheter was removed from the packaging, a kink was observed on the distal tip of the catheter. Another neuron was used without incident.

Manufacturer narrative:
Device investigation: during decontamination, the unit was backflushed and air bubbles filled the syringe. The catheter was returned fitted into the peel-away sheath. There were no visible bends or flat spots on the catheter. The shipping mandrel slides freely into the tip of the catheter. A 0.070" mandrel passes through the hub and the rest of the catheter, touching the end of the shipping mandrel. There is slight friction passing beyond the stainless steel strain relief. The complaint could not be confirmed as reported, since no kink was observed in the distal portion of the catheter. The leak that was found during decontamination could have resulted from post complaint handling. The DHR of this mfg lot has been reviewed. This review revealed that all inspections were completed per process monitoring requirements or 100% inspection where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. All parts that were released in this lot met spec.